Event description:
The recipient reportedly experienced pain at the implant site. The recipient presented with discomfort. The recipient was prescribed some seizure medication to resolve the sensitivity.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. Additional information regarding treatment details were not provided. The recipient's pain reportedly resolved. This is the final report.